Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 1/3 of their automated peritoneal dialysis therapy. Per initial report, the hp had left an unused supply line unclamped and uncapped during therapy. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp's nurse.